Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that they site had damaged instruments. No patient was present at the time of the event.

Manufacturer narrative:
The frame was returned to the manufacturer for analysis. Analysis found that the returned frame had no apparent damaged. No problem was found while under testing. If information is provided in the future, a supplemental report will be issued.